Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), a nurse received an unintended delivery of energy. Complainant indicated that the nurse was seen by the emergency room and there was no adverse effect to the user or her baby due to the reported malfunction.

Manufacturer narrative:
The device and two sets of pads were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log found one shock was delivered at 50j using the returned ped-padz ii lot # 2224a with the patient impedance registering 253ohms. Communication with the customer confirmed these were the pads used during the event. However, the customer was unable to confirm if the nurse treating the patient at the time of the event was touching the patient when the device administered the shock. The returned ped-padz ii lot # 2224a were separated and visually inspected. Both front and back pads were covered in dirt/debris, strands of hair, and blades of grass. The pads appeared to be assembled correctly despite the debris. These pads also passed a continuity test. The device was recertified and returned to the customer. The operator's guide for the AED plus (9650-0300-05) warns the operator to always stand clear of the patient when delivering treatment. Defibrillation energy delivered to the patient may be conducted through the patient's body and cause a lethal shock to those touching the patient. The operator's guide also warns the user to not touch the electrodes surface, the patient, or any conductive material touching the patient during ECG analysis or defibrillation; the user is also warned to not use the unit near or within puddles of water. No trend is associated with reports of this type.